Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel was replaced, and the unit was returned to service. No report of patient involvement. Date of device manufacture year is 1999. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested. There is no report of patient involvement.